Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery several times and the alarm could not be cleared. The customer's blood glucose reading was 145 mg/dl at the time of incident. The customer also indicated that the keys are hard to push on the device. Customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.